Event description:
It was reported by the getinge field service engineer (fse) that during the scheduled preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The two horizontal lines are visible across upper display situated to the superior section. There was no patient involvement reported. The fse replaced the display, 12.1¿ lcd (upper), which resolved the issue. Precautionary service: completed the pm per the schedule. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6). Display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles.